Manufacturer narrative:
(B)(4). It was unknown what lead was replaced. For other lead, see manufacturer report #6000153-2016-00462.

Event description:
The patient reported a revision in 2013. The right side lead was removed and replaced. No other details were remembered. Due to his anatomy and a crooked spine, the lead needed to be fixed due to placement issues. He had bruises and scars 2 inches long from surgery. Relevant medical history included chronic low back pain and spinal pain. Follow-up was performed to determine what the reason for the lead replacement was and what had led to the event.